Event description:
It was reported that there was a device related shocking sensation on the contralateral side. The battery was 3.69 v new which was within range but had the programmer concerned as they had never seen this. Impedances were within range. Two days later battery value dropped to 3.66. Surgeon explanted both devices and reimplanted new devices. During the procedure the extension tool carrier in the tunneler snapped off leaving the plastic piece in pt. This required an additional small incision in the neck to recover. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.